Event description:
A physician attempted arteriotomy closure with a starclose device. The physician was unable to remove the device. A dissection was performed to release the device from the artery, the skin was sutured and manual compression was held to achieve hemostasis. The patient is reportedly doing fine.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.